Event description:
It was reported that the liner could not be inserted into the shell. A new liner was open and implanted successfully.

Manufacturer narrative:
Evaluation summary: the continuum acetabular system surgical technique specifically states, " if inserting by hand, spin the liner until the scallops engage." From the condition of the returned device, it appears tha the liner ws not properly aligned prior to impaction, causing interference of the poly scallops with the shell cut-outs. As returned, the liner is damaged from the removal efforts, making dimensional analysis unreliable. The anti-rotation tabs show damage indicating that the liner was not rotationally aligned prior to impaction. Device history records indicate all components were manufactured and inspected to specification.